Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
In 2008, boston scientific corporation was informed that during a procedure to treat an ulcer in the stomach, the clip of the resolution clip device did not open. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."